Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history did not indicate identify any other similar incidents reported from this lot. In this case, it was reported that during removal of the undeployed clip, one of the clip arms was outside the guide and resistance was felt when retracting the clip back through the guide. The clip was retracted with excessive force at which point it detached from the mandrel but remained intact to the lock and gripper lines. It should be noted that in the mitraclip instructions for use (IFU) states: if resistance is noted, advance and rotate the clip by rotating the delivery catheter (dc) handle then retract the clip delivery system (cds) into the guide. The guide and / or sleeve position may also be adjusted to facilitate clip entry into the guide. All available information was investigated, and the reported positioning failure was due to patient¿s challenging anatomy (procedural circumstances). Based on the available information, it appears that the user deviating from the IFU contributed to the reported difficult to remove, resulting in to material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other mitraclip referenced is filed under a separate medwatch report number. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for mitraclip xtr ((B)(4)) difficulty removal and device separation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ with a p3/p2 flail with prolapse and inactive endocarditis vegetation visible on leaflets. A mitraclip xtr ((B)(4)) was advanced and grasping was achieved, however it was noted that air was entering the device and the patient anatomy while raising and lowering the grippers. Aspiration was not performed. During the deployment process when removing the clip delivery system (cds), there was lots of tension in the gripper line. The gripper line was pulled, at which point the clip tilted, and when the clip was released a portion of the posterior leaflet slipped out of the clip. A second mitraclip xtr ((B)(4)) was advanced to stabilize the first clip, however due to the flail gap of 12mm the leaflets were unable to be grasped. Therefore, the clip was not deployed. During removal of the undeployed clip, one of the clip arms was outside the guide and resistance was felt when retracting the clip back through the guide. The clip was retracted with excessive force at which point it detached from the mandrel but remained intact to the lock and gripper lines. Troubleshooting attempts were done and the clip was successfully removed from the anatomy. The patient is scheduled for a liver transplant and a possible mitral valve replacement surgery, however this is tentative and has not been scheduled at this time. There was no clinically significant delay in the procedure. No additional information was provided.